Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/2.0/167 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6- device evaluation: lens was returned dry, in microcentrifuge vial. Visual inspection found one of the haptics torn. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).